Event description:
On (B)(6) 2013, the consumer's spouse phoned and stated that a 31g pen needle broke off during an injection and remained in her spouse's body. Additional info was obtained via phone call from the consumer stating that he initially went to the emergency department in which the ER physician attempted to remove the needle without anesthesia, but could not locate it with regular physician and his regular physician advised to leave the embedded needle within the body and to allow it to surface on its own.

Manufacturer narrative:
Customer returned (4) 8mm, 31g pen needles (1 open without the tear drop label or outer cover, 3 sealed) from lot # 3011335. All returned pen needles were examined and the open sample exhibited a broken IV end of the cannula. No bent or broken cannula was observed on any of the sealed samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epox made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Root cause: customer re-use. Conclusion: the reported issue cannot be confirmed as a defect based on the results achieved from the returned samples.